Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, file ID# (B)(4), was found to be duplicate of file ID# (B)(4), and all the information and documents moved to same file ID# (B)(4). Therefore, no further regulatory reports are required. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review this complaint was reassessed and confirmed that, file ID# (B)(4), was found to be duplicate of file ID# (B)(4), and all the information and documents moved to same file ID# (B)(4). Therefore, no further regulatory reports are required.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that argon fluoride gas smell was coming from the machine, patient eye side was unknown, before surgery with no patient involved.